Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer, (B)(6), reported to the sales rep, (B)(6), that an employee in ssd cut her finger on a faulty head pusher.

Event description:
The customer, (B)(6), reported to the sales rep, (B)(4), that an employee in (B)(6) cut her finger on a faulty head pusher.

Manufacturer narrative:
The event could not be confirmed. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, the investigation will be reopened.